Event description:
It was reported that the housing was cracked at the back, causing issues with cartridges not fitting correctly. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.